Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #7l; cat# 5517f701; lot# j4s6j. Tritanium patella-asymmetric; cat# 5552-l-350; lot# l77d1. Tritanium bplate triathlon s7; cat# 5536b700; lot# ctd41499. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Dr. Performed an I&d insert exchange on a left total knee originally done with mako on (B)(6) 2020 due to infection.